Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the account was using a 4f sheath. It should be noted the electronic prostyle instructions for use states: for access sites in the common femoral artery using 5f to 24f sheaths. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.